Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1rackk and 5pc 454322/b1905379 for evaluation. Received customer pictures. Samples were visually inspected. Tubes were verified to be correctly assembled. No visual deviations were noted: no visible cracks or damage to the tubes which would cause leaking between inner and outer tubes was observed. Samples were tested, according to gbo standard testing procedures, with regards to level mark, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to have the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Fourteen of twenty tested tubes were slightly above the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. The remaining six of twenty tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint is not justified.

Event description:
Customer states blood is pooling in the bottom of the tube. Initial result on this tube was critical inr of 10.81. Redraw result on unaffected tubes was normal inr of 1.1.